Event description:
A "sensor error" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced shaking and a seizure and was unable to self-treat, requiring third-party administration of cola and oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6) to (B)(6) based on the returned product. Section h4 (device mfg date) & d4 (device expiry date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to the removal of a correctly installed and working sensor. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. .

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced shaking and a seizure and was unable to self-treat, requiring third-party administration of cola and oral glucose for treatment. There was no report of death or permanent impairment associated with this event.